Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer's blood glucose (bg) read "high", however, a specific value was not provided. Customer changed pump supplies prior to contacting tandem technical support system. Bg level was addressed with a manual injection.